Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: there was no audible tone at power up and during alarm assignments. A solder connection on the piezo was found to be cracked. Unrelated to this issue, the audio bolus button cover was torn, but still responsive.